Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays received. Review found periprosthetic fracture located inferior to the tibial component of the unicompartmental arthroplasty resulting in mild subsidence of the hardware. Overall fit and alignment as well as bone quality appears normal. No signs of loosening, wear, or radiolucency. Medical records for the initial procedure were provided. Review found no intraoperative complications. Postop x-ray found no evidence of fracture. Implants are in the correct axial position. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 3007963827 - 2021 - 00014.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 3007963827 - 2021 - 00014.

Manufacturer narrative:
(B)(4). Concomitant medical devices: ref (B)(4), lot 26058011, femur; ref (B)(4), lot 22004111, art surface. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial left partial knee arthroplasty. Subsequently, the patient was revised on an unknown date due to a tibial periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.